Manufacturer narrative:
(B)(4). Concomitant medical products: modular femoral stem press-fit plasma sprayed cementless size 7.5, item#00771300700, lot# unknown; modular neck b 12/14 neck taper use with +0 heads only, item#00784802200, lot#unknown; liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells, item#00630505032, lot#unknown; shell porous with cluster holes 52 mm, item#00620205222, lot#unknown. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately 3 years post implantation due to unknown reasons. The liner, head, stem and taper were removed and replaced. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and correction. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. No product was returned; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing  device is used for treatment. Medical records were provided and reviewed by a health care professional which confirmed the reported event. Radiographs were provided and reviewed by a health care professional which identified possible early evidence of osteolysis involving the acetabular cup. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty, and subsequently, 13 months later fell while surfing causing pain, the patient was revised approximately 2 years later due to reported pain lasting for 1-2 years, elevated metal ion levels and metallosis. During the revision, a trochanteric osteotomy was performed to remove the stem and repaired with cables. The head, stem and taper were removed and replaced.

Event description:
It was reported that patient underwent a left hip revision approximately 3 years post implantation due to pain. The liner, head, stem and taper were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: modular femoral stem press-fit plasma sprayed cementless size 7.5 item#00771300700 lot# 60917851. Modular neck b 12/14 neck taper use with +0 heads only item#00784802200 lot#62478197. Liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells item#00630505032 lot#63186838. Shell porous with cluster holes 52 mm item#00620205222 lot#63193436. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.